Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient was seen in the ER on (B)(6) 2021 for pain and bloating. The placement of the tubing was checked and it was fine. It was determined the bloating was still gas from the procedure.